Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the cartridge loading process. There was no adverse impact on the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin therapy, although technical support planned to follow up to complete troubleshooting on the issue.